Event description:
The affiliate stated the customer reported troponin I (access accutni) imprecision on quality control (qc) and patient results involving the access 2 immunoassay system. The customer noted low and erratic patient results, below the acute myocardial infarction (ami) limit. The customer stated all patient samples were reanalyzed on the alternate access 2 system before results were released from the laboratory. There was no patient impact associated with this event. In addition, the customer noted system check was not within specifications at the time of the event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) adjusted the mixer motor speed and replaced the ultrasonics printed circuit board (pcb). The fse performed a successful system check but noted quality control (qc) values were close to the mean. The fse removed, inspected, and cleaned the wash carousel. The fse replaced the bearings, mixer belt, pulleys and idlers, incubator belt, peristaltic pump tubing, wash and precision pump belts and seals, and the pipettor tip. The fse inspected and cleaned the incubator track and removed and cleaned the wash and precision valves. The fse calibrated the ultrasonics, adjusted the mixer belt speed, fitted the incubator belt and clips, and calibrated and aligned the incubator belt. The fse performed system check and high sensitivity (hs) system check which recovered within specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event.